Manufacturer narrative:
To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted abbott medical optics to report his experience following implant of the tecnis multifocal lenses. Patient reports the intraocular lens (iol) was implanted (B)(6) 2016 in his right eye and another lens, same type, was implanted in his left eye (B)(6) 2016. In regular light they work ok, but in artificial (florescence light) and night light, he can't see, everything is blurry. Patient is also unable to read. But he can drive ok though not crystal clear. He stated that his doctor told him to wait for a while to give time for the body to adjust to the new iols implanted in him, and his visual concerns will improve. Patient stated that he has a follow-up with his doctor in (B)(6) and is hoping that by that time his visual issues will have improved. The patient did not indicate the onset date of his symptoms. Follow up with the doctor's office was done and the patient's chart was reviewed. The medical assistant stated that the patient has not gone back for follow-up yet. There's another follow-up scheduled in (B)(6) medical assistant stated that there's nothing in the chart reflecting any issue with the surgery probably because patient did not follow-up yet. But she said that if there's something going on with the patient, he should have gone back to the doctor. No further information was provided. As the patient has two lenses implanted, this report represents the lens implanted in the patient's left eye. An MDR will be filed for the companion lens, implanted in the patient's right eye.

Manufacturer narrative:
Additional information received reported the patient's very disappointed with the results of the lens implanted and claims that they don't work properly. Also, the patient stated that the lenses are fine during daylight, however, they don't work at night. The patient's sharpness of objects in distance is a problem aside from sharpness being gone indoors. The patient needed reading and distance glasses to be able to read, so he went back to the doctor who suggested replacements with regular bifocals, but the patient refused because he doesn't want to undergo the same ordeal when it comes to his eyes. In addition, the doctor stated that the patient was made well aware of potential issues post-operatively and that he may or may not need additional spectacle correction as noted in the informed consent and the pre-operative discussions with him. It was made clear that there were no issues from a clinical perspective. The patient primarily has contrast sensitivity issues indoor under poor lighting conditions at night. Outside of that, the doctor was told by the patient that there were no issues during daylight hours, indoor or outdoor, and no issues even with night time driving. Reportedly, the patient reiterated to the doctor that his primary issue is that the lens did not perform according to his expectations given the amount of money he had to pay for them. The patient¿s current refraction post-operative refraction in the right eye is +0.25 and 0.25 x 0.50 x 180 degrees in the left eye, with an uncorrected visual acuity of 20/25 in both eyes and j2 for near vision. Also, there is no posterior capsular opacification (pco) present at this time. The patient has also never been prescribed any spectacle correction, although the patient mentioned that several reading glasses were tried that did not seem to alleviate the low lighting induced contrast sensitivity issues. The patient was also offered to have the lens explanted, but the patient declined per the surgeon. No other additional intervention is planned at this time for the patient. The doctor also stated that this is the first time that a patient of his has raised this peculiar phenomenon even after implanting hundreds of these lenses. Therefore, the doctor has no concerns about the lenses from his perspective. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient reported that his symptoms has not improved. The patient stated that the in artificial light and as the daylight moves into night, his vision becomes blurry with no sharpness. He reached out to his physician and his physician advised him to give the lenses time. No further information was available. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that 0 similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information received reported the patient continues to have issues with his operative eyes. The patient complains of not being able to do close up work like repairing things, threading a fishing hook, playing pool, watch television, or even seeing clearly through a camera eyepiece. Also, the patient stated he needs reading glasses to order food at restaurants and that his sharpness for distance is gone when the sun sets. Overall, the patient stated the eye surgeries were very traumatic. Starbursts were also experienced by the patient, but he said he has accepted and adjusted to them. Reportedly, the patient has an eye exam coming up to get glasses for distance. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.